Manufacturer narrative:
(B)(4) date sent 10/28/2025 d4 batch # z70056 . Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. In order to evaluate the internal components the device was disassembled. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to fed into the jaws; the latch was found damaged and the latch posts was found to be broken which suggest that a lockout premature. In addition, twelve (12) clips were found remaining inside the clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the trigger damaged. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. A manufacturing record evaluation was performed for the finished device batch z70056 number, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing for 492d93, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a robot assisted unknown surgery, the jaws did not open at the 10th firing after deploying. The jaws were opened manually but the jaws could not be opened completely. The device was removed from the body. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.